Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
Information received from a consumer reported that the implantable neurostimulator (ins) was at end of service (eos). The consumer first saw elective replacement indicator (eri) then eos after rechecking. The consumer was dissatisfied with ins longevity. She thought it would last 9-10 years, and her previous one lasted that long. It was noted that the consumer had pain; it hurt. The consumer was to follow-up with the health care provider. No actions or interventions were reported. No further outcome was available. Follow-up was conducted to obtain this information; if additional information is received a follow-up report will be sent. The issue occurred during use. The consumer noticed the pain and eri on (B)(6) 2015 and eos on (B)(6) 2015. The consumer's indication for use was noted to be non-malignant pain.